Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert for hv lead impedance out of range. The patient will be monitored and patient was suggested to follow-up with the device clinic. Lead remains implanted.

Event description:
New information notes that the dual coil was changed to rv only. The lead was left in place and will be monitored. There were no changes to patient condition.